Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the samples and photographs submitted for evaluation. Bd received two 20ga bd insyte autoguard IV catheter units. Unit #1 consists of 2 portions; portion 1 is the catheter adapter assembly and portion 2 is the needle hub assembly fully retracted within the protective needle cover. Both portions have traces of dried media present. Unit #2 is a unit with all components present and intact and is within a sealed package from reference number 381834, lot number 9294317. The packaged has traces of a red substance at one end at the top and bottom web and in the seal. In addition, six photographs were submitted which displayed similarities to that of the returned units. Upon visual inspection of the returned used unit, it is observed that there is damage to the threads at the outside of the luer. This damage to the outer threads of the luer would prevent a secure connection to be achieved and potentially result in leakage as described. Upon visual inspection of the returned unused unit, it is observed that there are no anomalies of damage to the adapter (i.e. Threads, inside or outside of the luer, etc.) That would contribute to leakage. A water/air leak test was then performed where leakage was not observed. Although leakage was not confirmed with the testing performed, damage to the adapter was observed. This was physical/mechanical evidence to confirm and support a manufacturing equipment related issue for the reported defect relating a misalignment of the adapter relative to the equipment. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that drug leaked from the bd insyte¿ autoguard¿ shielded IV catheter after use. The following information was provided by the initial reporter, translated from japanese to english: "when inserting iag and connecting to the infusion line, drug leakage from the connection interface was found. The drug remains unknown. No health damage has been reported.".

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that drug leaked from the bd insyte¿ autoguard¿ shielded IV catheter after use. The following information was provided by the initial reporter, translated from (B)(6) to english: "when inserting iag and connecting to the infusion line, drug leakage from the connection interface was found. The drug remains unknown. No health damage has been reported."